Manufacturer narrative:
Investigation in process.

Event description:
It was reported through the maude database that a patient underwent an initial total shoulder replacement in (B)(6) 2010. Later in 2012, the patient experienced shoulder and arm pain. Revision surgery is pending.

Manufacturer narrative:
The device remains implanted. Insufficient information available to perform an investigation. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened.